Event description:
While stapling the dvc the ethicon stapler malfunctioned. The jaws would not open or close and stapler had to be pulled off of tissue, and tissue had to be cauterized. The stapler would not straighten out and both the trocar and stapler had to be removed from patient. New trocar was inserted and surgery continued.